Event description:
Per surgeon, when he started to laser the stone, the tip of the laser flew off. He tried a 2nd laser fiber and the same thing happened. He continued and completed the procedure with the second fiber. It worked but was not optimal.